Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k2 hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008k2 hemodialysis (hd) machine and the patient's death.

Event description:
A user facility reported that a patient expired on (B)(6) 2015 while hospitalized for an unknown reason. The latency in relation to the patient's last hemodialysis (hd) treatment is not known. Follow-up information was provided which revealed that the patient had been on peritoneal dialysis (pd) before transitioning to hemodialysis (hd) in early 2015; the reason for modality change is unknown. The patient was on in-center hd for 2 to 3 months before passing away. The in-center hd therapy was performed using a fresenius 2008k2 hemodialysis machines. No product malfunctions occurred, identified, or alleged during the pre-hospitalization hd treatment. Furthermore, the nurse confirmed that the clinic does not use fresenius saline or dialyzers. No further information has been made available.